Event description:
Item #1 machine terminates normal operation and initiates self calibration without warning. Item #2 ventilator settings are not retained in memory. Item #3 ventilator main control knob comes off. Item #4 monitor speaker fails, resulting in loss of spo2 tone. Item #5 numerous intermittent non invasive blood pressure problems. No clinical events resulted as a result of these problems only because of the keen observation of doctors and clinical engineers. Date of event is an approximate date when problems began to be observed.